Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (alarm 29) occurred with multiple cartridges during the load process. Additionally, it was reported that the pump battery was unable to charge using the usb cable. The customer's blood glucose level was 200 mg/dl reportedly, the customer reverted to manual injections for alternate insulin therapy.